Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. Under fluoroscopy the helix appeared to be retracted. The physician was unable to remove the helix without risk to the patient. The physician opted to cut and cap the lead. A new lead was placed. No patient complications have been reported as a result of this event.